Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 291 mg/dl using his contour meter. He retested using another meter and received a reading of 133 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.